Event description:
Consumer alleges her scooter flipped when going up hill, and she was allegedly thrown off.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer alleges her scooter flipped when going up hill, and she was allegedly thrown off.

Manufacturer narrative:
Alleged event could not be duplicated.